Event description:
It was reported that just after the implant procedure, events could be seen on the v-channel 70ms after an atrial pace, measuring larger that the 11.7mv intrinsic r-waves. Lead insulation issues or crosstalk in the device header were suspected. The physician elected to monitor the device.

Manufacturer narrative:
No medwatch form was received.